Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial and the right ventricular leads were capped and replaced due to fracture. Patient presented with dizziness and clavicular crush was noted. Patient did fine during procedure and was doing fine post implant.